Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: loss of external power due to voltage fluctuations/variation, gnd power ,+24ps drop voltage fluctuations 4 v and up 24 volt. Gnd power, +24 blower voltage is 30v. Correction: replaced power supply.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power due to voltage fluctuations/variation, gnd power ,+24ps drop voltage fluctuations 4 v and up 24 volt. Gnd power, +24 blower voltage is 30v. Power supply is defective.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: loss of external power due to voltage fluctuations/variation, gnd power ,+24ps drop voltage fluctuations 4 v and up 24 volt. Gnd power, +24 blower voltage is 30v. Correction: replaced power supply. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power due to voltage fluctuations/variation, gnd power ,+24ps drop voltage fluctuations 4 v and up 24 volt. Gnd power, +24 blower voltage is 30v. Power supply is defective.